Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient never had a therapeutic effect even at a high dose. It was noted that the pump was 7 years old. Per the reporter the system will be explanted at a future date and not replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp; a follow-up report will be sent if additional information becomes available.